Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed functional testing. Visual inspection revealed a tear on the output cable. The damage that was observed did not affect the functionality of the device. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a relative state of charge (rsoc) value logged between 101-201 involving the battery on (B)(6) 2019 at 04:50:29, which is indicative of a communication error between the controller and the battery. In addition, log file analysis revealed two (2) critical battery alarms involving the battery logged on (B)(6) 2019 at 07:06:11 and 07:07:45, due to the battery depleting below 10% rsoc. Analysis of the event log file revealed a controller power up event on (B)(6) 2019 at 07:08:20. The data point recorded prior to the loss of power revealed that another battery was connected to power port one (1) and the reported battery was connected to power port two (2). The controller was without power for 9 seconds. As a result, the reported critical battery alarms, loss of pow ER, communication error, and damaged cable events were confirmed. The most likely root cause of the critical battery alarms event can be attributed to the patient allowing the battery to deplete below 10%. Possible root causes of the reported communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the damaged output cable can be attributed to wear and/or to the handling of the device. A possible root cause of the controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated capturing events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that critical battery alarms occurred and the ventricular assist device (vad) turned off when the patient did not ex change the battery when the charge capacity was at 9 percent. It was also reported that the battery exhibited a communication error and the battery cable was worn. The battery was exchanged. No patient complications have been reported as a result of this event.